Manufacturer narrative:
Exact date unknown: event occurred two weeks ago from date manufacturer was made aware. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2317700. Model: sc-2317-70. Serial: 7076319. Batch: 7076319.

Event description:
It was reported that the patient experienced inadequate and loss of stimulation despite reprogramming attempt. It was noted that the patients lead had high impedances. The patient underwent a revision procedure where in the leads were removed and a new paddle was implanted.

Manufacturer narrative:
Sc-2317-70 (sn: (B)(6). The returned leads were analyzed and visual (microscope) and x-ray inspection of the leads revealed that multiple cables were completely broken at the bent/kinked location of the leads. The bent/kinked location was 2 cm from the set screw mark of the clik x anchor. There were no exposed cables at the fractured location. The leads got kinked after it exited the clik x anchor resulting in the reported complaint. With all the available information, boston scientific concludes that the allegation of high impedance has been confirmed. It appeared that the leads were exposed to excessive mechanical force or movement causing the cable fractures right at the anchor point.

Event description:
It was reported that the patient experienced inadequate and loss of stimulation despite reprogramming attempt. It was noted that the patients lead had high impedances. The patient underwent a revision procedure wherein the leads were removed and a new paddle was implanted. Additional information was received that the patient was doing well postoperatively.